Event description:
A us distributor returned a monitor sn (B)(4) indicating that the response buttons were defective.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the front response button was pulled away from the case adn the cable was damaged near the button. The root cause of the damaged response button cannot be positively identified but is likely a defective switch. No adverse event resulted from the defective monitor.